Manufacturer narrative:
The device has not been returned to MFR for eval. The MFR is working with the facility to investigate the incident. Add'l info will be sent via a follow-up report.

Event description:
Reported under-infusion. Pt was a preemie newborn. Pump set to infuse 0.5cc of inocin over 30 minutes. Pump alarmed "volume to be infused". Nurse opened the cover and saw that some of the drug still remained in the syringe. Nurse pushed "start" again. Pump started pre-alarming "syringe almost empty" then infused the remaining quantity of the drug. Used a monojet 3cc syringe (B)(4). No pt injury reported.